Event description:
Device has been explanted and replaced.

Event description:
Healthcare provider reported, a right side deflation. And "particles in valve". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, an opening on posterior assessed, as fold flaw opening. Other-technical: no observed, particles in the valve. Additional observations: brown particles observed, inside the device. Crease fold and wear abrasion observed, on the device. No further actions are required, as the device was implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare provider reported a right side deflation. The device remains implanted.